Manufacturer narrative:
Other text: h6 health effects and evaluation codes: updated one device was returned for investigation. The device is in good physical condition, no scratches or nicks on enclosure. The return tube is cracked and there is signs of fluid ingression on pcb. Visual and functional tests were done on the device and found that the device climbs to a temp of 43.8 and the overtemmp alarm activates after turning the device on. The most probable root cause is the fluid ingression on pcb from the cracked return tube. After replacing the return tube and pcb the device is able to pass functional testing. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation.

Event description:
It was reported that the device doesn't stabilize at 41 degrees and going into over temp. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 5-jun-2023 via email: the issue was discovered during regular scheduled testing on (B)(6) 2023. No patient involvement. No patient harm/injury.